Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/12/2024, it was reported by a sales representative via email that an ar-8934bcst-2 double loaded suturetape s-tak assy tip of the anchor broke. This was discovered during a brostrom procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8934bcst-2 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the anchor of the device is broken. The most likely cause is attributed to misuse due to prying/leveraging the device during insertion.

Event description:
Additional information received on 9/26/2025: the surgeon drilled a bone hole, inserted the suturetak, malleted it in, and the suturetak broke. All the broken fragments were removed from the patient. The case was completed by using another ar-8934bcst-2 double loaded suturetape s-tak assy. The case was not delayed, and additional anesthesia was not needed.